Event description:
It was reported that noise was observed on both (B)(4) transmissions and in-clinic. Lead fracture suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.